Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes of issues include electrical or electronic component problems such as impedance issues or open circuits; power source problems like short circuits; signal loss or power loss; and power fluctuations. Material-related problems may involve degradation. Mechanical problems can include stress, deformation, fatigue, mechanical shock, wear and tear, and vibration. Environmental factors such as dust and dirt can also contribute. These issues can occur between various components including the circuit board, electrical cables, sockets, connector pins, connectors or couplers, electrical leads or wires, power supply, screws, levers, locking mechanisms, light sources, lenses, optical components, diaphragms, motors, discrete electrical components, cooling modules, user interfaces, displays, panels, and power switch even in the absence of any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had scope communication error (b30). This issue occurred during set up/inspection for use. There was no patient involvement.